Event description:
It was reported that the recanalization catheter got stuck in the microsheath during use in a cto. The catheter and sheath were removed as a single unit. There was no report of patient injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number fcwc10003. The device was returned. The investigation is unconfirmed for the sheath as an in-house catheter was able to be inserted and removed from the sheath without issue. It is possible that the original catheter used during the event contributed to the reported issues in removing the catheter from the sheath. However, as outer catheter bunching prevented full functional testing during the evaluation, the definitive root cause for the reported issues could not be determined based upon the available information.